Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). D4: additional device information unknown / not provided. E1: reporter name unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #14 failed because it fractured at the body. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d6a. Implant date changed to unknown d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative. Implant date changed to unknown. Zimvie received one (1) fos311, (full osseotite® implant 3.75 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant fractured at the threads. Signs of use were noted. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2012020720. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2012020720 for similar events and one (1) other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant, clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.